Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that difficulty removing, stent moved on balloon, stent damage, and shaft break occurred. The totally occluded target lesion was located in the right coronary artery. After a 6f jr4 non-bsc guide catheter was placed, a non-bsc guide wire crossed the lesion. A 3.00x28mm promus premier&#10244;rug eluting stent was then advanced but failed to cross the lesion. When an attempt was made to remove the stent delivery system (sds), the sds was unable to get through the guide catheter. The stent was damaged and started to move on the balloon. During a further attempt to remove the sds, the guide catheter, and the sheath, the shaft of the sds broke. The procedure could not be completed and the patient was sent to surgery for a cut down. No further patient complications were reported and the patient&#38112;status was fine following surgery.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis for analysis without the proximal part of the device including the midshaft, hypotube, strain relief and hub. A visual examination of the crimped stent found the stent damaged and bunched along its entire length. The stent also moved distally on the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found the midshaft detached from the device and was not returned for analysis. The hypotube shaft was not returned with the device for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors (B)(4).

Event description:
It was reported that difficulty removing, stent moved on balloon, stent damage, and shaft break occurred. The totally occluded target lesion was located in the right coronary artery. After a 6f jr4 non-bsc guide catheter was placed, a non-bsc guide wire crossed the lesion. A 3.00x28mm promus premier¿ drug eluting stent was then advanced but failed to cross the lesion. When an attempt was made to remove the stent delivery system (sds), the sds was unable to get through the guide catheter. The stent was damaged and started to move on the balloon. During a further attempt to remove the sds, the guide catheter, and the sheath, the shaft of the sds broke. The procedure could not be completed and the patient was sent to surgery for a cut down. No further patient complications were reported and the patient¿s status was fine following surgery.